Event description:
It was reported that the ilet had a cracked screen and required replacement, and the device¿s water resistance was compromised with device functionality in question. Symptoms included no adverse clinical effects. Outcomes included no impact on clinical status and no hospitalization. Investigation included troubleshooting and education, confirmation of shipping details, and instruction to back up data and properly shut down the device prior to return. Investigation of this case revealed physical damage to the screen consistent with a broken display, with no reported alerts or alarms and continued cgm data receipt via the mobile app, indicating a hardware failure limited to the screen component. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external damage leading to a damaged device component.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.